Event description:
It was reported that the car accident was on (B)(6) and since the accident their device had not been working correctly. The patient was in pain and needed their device replaced because there was something wrong with their leads.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not working properly. One of the leads was not working and it would come on by itself. In the first part of the year, reprogramming was attempted. The manufacturer representative (rep) tried over and over and she got 2 leads to work, but one wasn¿t working at the time of this report. The patient was in pain and the other one stopped. The date of when the one stopped was not known. ¿it comes on by itself. I don¿t have to touch nothing. It gives me sharp pain. It jerks you. It comes on goes out, comes on goes out. It¿s in my arm, left arm in my right arm and it¿s toward my back. It comes on then goes in my arm.¿ it was noted that there was nothing wrong with his arm. The patient could not remember when it stopped as he is disabled. Stimulation occurred in the wrong location. It was also noted that the patient was in a car accident in july. An 18-wheel tractor trailer hit his car. The stimulator was stated to not be doing much. The patient was requesting a new healthcare provider. Follow-up was performed to determine if the patient had received any assistance with the issue and if the patient had any further concerns with the device. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID: 37742, serial# (B)(4), product type: programmer. Patient product ID: 399945, lot# v016507, implanted: (B)(6) 2007, product type: lead. Product ID: 377660, lot# v016070, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708220, serial#(B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 399945, lot# v016507, implanted: (B)(6) 2007, product type: lead. Product ID: 377660, lot# v016070, implanted: (B)(6) 2007, product type: lead. (B)(4).